Event description:
Ambulance personnel were attending to a pt in cardiac arrest. The device was connected to the pt and both batteries reportedly indicated a full charge. The pt was in ventricular fibrillation and shocked once into asystole. After approx 6 minutes of operation, the device lost power. The medic had to return to the ambulance to retrieve a back up battery which resulted in a delay of treatment. The pt was not resuscitated; however the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.